Event description:
This is a follow up report.

Manufacturer narrative:
This reported event is a reagent (calcium) related issue not an analyzer (B)(4) related issue. This follow up is being submitted to report against the affected reagent lot (calcium reagent, part number osr6113, lot number 3567) and not the analyzer involved ((B)(4) clinical chemistry analyzer, part number a94908, serial number (B)(4)).

Event description:
A customer contacted beckman coulter (bec) in regards to obtaining erroneously low calcium results using the calcium reagent (part number osr6113, lot #3567) generated on the au5811-03 clinical chemistry analyzer (serial number (B)(4)). This event occurred over two different days ((B)(6) 2013). This report documents the results obtained on (B)(6) 2013 for two patient samples. The false low results were released out of the laboratory. The samples were auto repeated and the results yielded normal. The results were checked on an alternate instrument (au640 clinical chemistry analyzer) and also yielded within normal range. There was no change in patient treatment in connection to this event.

Manufacturer narrative:
Prior to testing patient samples for calcium, qc was recovering within the laboratory's established specifications. After the false low calcium results were identified, the customer noticed that the qc recovery obtained on the au5811-03 (au5800 series) was 3-4% negative bias. The customer noted that two other instruments (au640 and au2700) within the laboratory obtained a qc recovery of 1% negative bias for calcium. The root cause of the low qc and patient result recovery is undetermined. Investigation is still on-going. This report is related to MDR 9680746-2013-00001 that documents the results generated on (B)(6) 2013.

Manufacturer narrative:
Update conclusion (06/17/2013): upon further investigation it was determined that the instrument was last calibrated greater than twenty four (24) hours before the erroneous results were run ((B)(6) 2013). All patient results generated prior to the performed calibration on the day of the incident are not valid as the calibration of the instrument had expired. The information for use (IFU) of the calcium reagent (part number osr6113) clearly states to calibrate the instrument daily. The customer acknowledged that the instrument should be calibrated each day prior to running patient samples. This issue has been confirmed as customer use error. (B)(4).

Event description:
This is a follow up report.